Event description:
Note: this report pertains to one of two mantis clips used in the same patient and procedure. It was reported to boston scientific corporation that two mantis clip devices were used during a gastroscopy procedure for gastric ulcer performed on (B)(6) 2024. During the procedure, mantis clip was in place but could not be removed from the patient. According to the nursing staff, the handle had been deployed appropriately. Three other mantis clips had been deployed without any problems. They attempted to retroflex the scope and push the catheter forward to release it from the internal catheter, but nothing worked. Eventually, they had to pull the mantis off the patient and proceed with another approach. Additionally, the same problem happened on the other clip device. The procedure was completed with another mantis clip device. The patient experienced bleeding and fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter. H11: block h2 (additional information): block b5 has been updated based on the additional information received on july 9, 2024.

Event description:
Note: this report pertains to one of two mantis clips used in the same patient and procedure. It was reported to boston scientific corporation that two mantis clip devices were used during a gastroscopy procedure for gastric ulcer performed on (B)(6) 2024. During the procedure, mantis clip was in place but could not be removed from the patient. According to the nursing staff, the handle had been deployed appropriately. Three other mantis clips had been deployed without any problems. They attempted to retroflex the scope and push the catheter forward to release it from the internal catheter, but nothing worked. Eventually, they had to pull the mantis off the patient and proceed with another approach. Additionally, the same problem happened on the other clip device. The procedure was completed with another mantis clip device. The patient experienced bleeding and fully recovered. Additional information received on july 9, 2024: the anatomy location is in the stomach.